Manufacturer narrative:
Findings: a33 alarm during the basic occlusion test due to detached end cap. Pump received with cracked reservoir tube lip, minor scratches on display window, and missing end cap sticker noted. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33/prime rewind. Customer's blood glucose was 500 mg/dl. The customer stated that he took insulin via shots. The customer stated that the device is not dropped or bumped. The customer stated the drive support cap appears normal. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.